Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. On visual inspection the backlight port (j46) was ripped off the main board and there is evidence of contamination on battery terminals. The main board was assembled into a golden unit. Upon functional test ran on automated test console the device passed all tests except backlight on/off difference. The failure was caused by backlight port (j46). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator's (epg) batteries exploded inside the unit as the batteries were not returned for analysis along with the epg. It was determined at analysis that the epg failed the incoming test 1 and 2 for active current and battery removal test due to encoder issue. The epg also failed the self test 15 times. It was noted that the incoming test was performed with test encoder and passed all the tests. It was further noted that the battery contacts were not contaminated and the battery drawer was functional and not damaged. Additionally white residue was found in the battery drawer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator's (epg) batteries exploded inside the unit. There was no patient involvement.